Manufacturer narrative:
Correction/additional information: b1 + h1: updated to adverse event. B5: patient harm changed. H6: updated codes. Investigation results: visual investigation: a visual inspection of both screws were made. The body has come loose from the threaded part at both screws. The fine thread at the bottom of the body of both screws were investigated. The fine thread. Is in a proper condition at both screws. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a design-related failure. The occurred effect is no failure of the product, it is construction-related (all screws with a diameter of 7.5 mm or more are screwed together clockwise of two parts and can split into two parts again when turned counterclockwise). The failure rate was checked and was found to be acceptable. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: additional information received. Patient harm changed from surgery delay to addtional medical intervention.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an ennovate polyax.screw 7.5x50mm canulated (part # sy645ts) was used during a procedure performed on an unknown date. According to the complainant, the screwdriver loosened the screw despite the separate tightening of the screw when screwing the ennovate screws. When unscrewing both screws, the screw head came off the set screw without much effort. The complaint device has been returned to the manufacturer for evaluation. A significant surgical delay was reported. However, no patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4).